Event description:
Tampon string came out but tampon did not foreign body in reproductive tract. Attempted to remove a tampon and the entire string came out but the tampon did not complication of device removal. Tampon string came out strings unravelled device breakage. Case narrative: consumer reported via email that the tampon string unraveled, and she was unable to remove tampon. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon string came out but tampon did not [foreign body in reproductive tract] . Attempted to remove a tampon and the entire string came out but the tampon did not [complication of device removal]. Tampon string came out...strings unravelled [device breakage]. Case narrative: consumer reported via email that the tampon string unraveled, and she was unable to remove tampon. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.